Manufacturer narrative:
Follow-up #1 date of submission 09/11/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: during inspection, the keypad was observed to peeling at the ok key. All the keys responded fully to user presses. When the keypad was removed, there was no indication of moisture found under the key contacts. The pump cover was removed and there was no evidence of internal moisture. The keypad latch was fully closed and there was no damage to the keypad flex. Unrelated to the original complaint, the battery compartment was cracked on the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.